Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states that the plastic around the connector port of the inform meter appears to be burnt and melted. No adverse event reported. Requested return of suspect device and replacement was sent.